Event description:
It was reported that during a knee scope it was pressed either the coagulation or ablate button on the wand. It worked for a moment but then it was nonoperational. When removing the wand the tungsten tip head of the flow50 wand appeared to break off on the bottom where it is attached in two locations. The tip of the wand then spun around to the tip of the wand while surgeon continued to pull it completely broke off and became lodged in tissue within the knee. Dr (B)(6) tried many times to retrieve the broken off tip but was unsuccessful in his efforts and called for radiology to bring in c-arm to help locate the tip. It was visible on radiological imaging but unreachable by instrumentation. A backup device was available to complete the procedure with no patient injuries.

Event description:
It was reported that during a knee scope it was pressed either the coagulation or ablate button on the wand. It worked for a moment but then it was nonoperational. When removing the wand the tungsten tip head of the flow50 wand appeared to break off on the bottom where it is attached in two locations. The tip of the wand then spun around to the tip of the wand while surgeon continued to pull it completely broke off and became lodged in tissue within the knee. Doctor tried many times to retrieve the broken off tip but was unsuccessful in his efforts and called for radiology to bring in c-arm to help locate the tip. It was visible on radiological imaging but unreachable by instrumentation. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. The suction/saline line has been severed prior to being received for evaluation. There are no manufacturing abnormalities visually observed with the returned wand. Due to the detachment of electrodes a functional evaluation is not deemed necessary. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.